Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient was experiencing bleeding and thought it was because of inserting the wicks too far. Representative explained to the patient that the purewick female external catheter was an external catheter and should not be inserted. Representative provided wick preparation and placement instructions to the patient and recommended to watch the video for additional information.